Event description:
The product was used around an indwelling catheter. It was reported that after removing the dressing around the catheter, an area of blisters on the pt's skin was noted. The caller was not aware of the "warning" noted on the package insert discouraging use on pt. The caller requested a copy of the package insert to be faxed next business day. The customer was referred to the advanced wound care.com website for info concerning the device. A copy of the package insert was faxed to the customer the next business day. The consequences to the pt are unknown. Additional info was provided by the treating physician who indicated the blisters on the pt have resolved and they are doing well. The physician indicated receiving the faxed package insert.